Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that embedded foreign matter was found in 23 damaged OEM large bore smart pockets. The following information was provided by the initial reporter, translated from japanese to english: embedded fm was found for 23 of 2000 inspected. Fm inside component, fm, damage/scratch, molding defect/burr, embedded fm, deformation.